Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media, through the 24 hour helpline, that her husband has experienced a low blood glucose of 50 mg/dl. No further information was given.